Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A few years ago, plif surgery was performed using cannulated cortical fix screw 7 x 45mm (part#: 186731745, lot#: unk). The fixed area was l5 - s. On (B)(6) 2017, revision surgery was performed due to lumbar disc hernia (l3 - l5) and pseudarthrosis (l5 - s). For details of this revision, please refer to (B)(4). During the revision surgery, the following issues happened while the surgeon was inserting two cfs screws (part#: 186731845, lot#: avkdyf) to s1. The tip of the driver (part#: 286725020, lot#: ag2098256) got broken and was left in this cfs screw, however, the surgeon successfully removed the screw and the tip together by using si polyaxial driver (s1, right side). Similarly, the tip of the driver (part#: 279734000, lot#: mi34169) got broken and was left in this cfs screw. The surgeon tried to remove the broken tip, however, he could not remove it. Then, the screw head was removed from this cfs screw. The broken tip and screw shaft were left in the patient¿s bone (s1 left side). The surgery was completed with a 60-minute extension. No further information has been provided from the hospital.

Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken. Optical imaging of the driver tip revealed plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver shaft tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.